Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message while being used on a mannequin. Customer attempted to reposition the lifeband, however, the platform continued to display this error message. No patient involvement was reported. No additional information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection determined that there were no damages to the platform. A review of the platform archive data revealed the following: multiple user advisory 45 (not at "home" position after power-on/restart) faults had occurred. A definitive root cause for these faults occurring could not be determined. Functional testing revealed the following: during power up of the platform, the user advisory 7 (discrepancy between load 1 and load 2 too large) fault reported by the customer was observed. Further inspection confirmed that a defective load cell led to the fault occurring. A definitive root cause for why the load cell failed could not be determined. In summary, the reported complaint was duplicated during functional testing. The observed ua7 fault was found to have been due to a defective load cell, however a definitive root cause could not be determined.